Event description:
It was reported that the patient's neurologist believed the patient's generator was explanted. The patient's neurologist additionally indicated that the patient does not believe the vns worked for them. The explanted product has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for an explant of their vns as the stimulation made their seizures worse and the patient "received no benefit." No known relevant intervention has occurred to date. No further relevant information has been received to date.